Event description:
USA legal. It was reported that the patient underwent a revision surgery of the right hip on (B)(6) 2021 due to trunnionosis, inflammatory and adverse local soft tissue reaction associated with metal-on-metal bearing of hip replacement prothesis an right greater trochanteric displaced fracture (pathologic type-related to osteolysis-). The primary right bhr tha surgery was performed on (B)(6) 2009. The patient current health status is unknown.

Manufacturer narrative:
Internal complaint reference: case (B)(4).